Manufacturer narrative:
Concomitant medical products: egiauxl endogia ultra univ xl stapler (lot#: p2f0340); egia60avm egia 60 artic vasc med sulu (lot#: n1e0812y); 030422 endo giaii 45 3.5mm dlu x6 (lot#: p1f1520); 030458 endo gia r/or 60 3.5mm (lot#: t1k106x); 030458 endo gia r/or 60 3.5mm (lot#: t2b112x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, after a laparoscopic roux-en-y gastric bypass (rygb) procedure, in the stomach pouch, jejunum dissection, jejunojenunal (jj) and gastrojejunal (gj) anastomoses, there was a blood leak of five hundred cubic centimeter (500cc) or more. This resulted in blood transfusion. Additionally, the patient had an extended hospitalization.

Manufacturer narrative:
Additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the device was fired over tissue and fluid was observed. A blue reload was again fired over existing staple line, and fluid appeared by the staple line. Another blue reload was fired and the tissue was applied at the proximal end of the reload cartridge. Loose, formed staples were seen. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.